Event description:
It was reported that there was a catheter kink at an unknown location. The patient called their health care provider (hcp) on (B)(6) 2014 when they thought they might be in withdrawal. The patient went to their hcp on (B)(6) 2014 for a dye study; however, instead of a dye study, they gave them a 0.2 mg bolus and 30 minutes later gave another 0.2 mg bolus. Then 30 minutes later the patient noted they felt better and went home. Then the patient reported again on (B)(6) 2014 thinking they were in withdrawal. The health care provider (hcp) attempted to perform a catheter dye study and rotor study, but the catheter dye study was not completed because the hcp could not aspirate the catheter access port (cap). The patient also had underdose symptoms of chills, bad smell and taste and diarrhea. The location of the issue or symptom was noted to be the catheter track and ¿all over¿. The issue was not resolved nor was the cause of the issue determined. The patient was being sent to another hcp for possible surgical intervention. The pump was being used to deliver hydromorphone. It was later reported that the patient was feeling better. The patient went to their hcp for an increase in the daily dose. It was further reported that the patient¿s catheter was completely replaced. It was noted the hcp did not note an obvious malfunction with the catheter they removed. It was again noted that the patient reported feeling better.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).